Manufacturer narrative:
D3: correction. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the downstream occlusion (dso) seal was peeling. Functional testing was performed, and the reported issue wasn't duplicated. The dso seal was replaced.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device exhibited error code 44228. There was unknown patient involvement.